Event description:
Customer reported issues with transferring his blood glucose to the insulin pump. The customer also reported his blood glucose was 486 mg/dl. The customer also stated he was having trouble with his memory and would call back. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.